Event description:
It was reported that the patient accidentally swallowed the device in the facility, post-op, the patient is since doing well. It was confirmed that the physician did not anchor the device after placing in the patient.

Manufacturer narrative:
This device is used for therapeutic purposes. Device information was unable to be obtained. The available information provided by the initial reporter is that this device is a merocel surgical sponge, 8cm, strapless. (B)(4). Evaluation summary: no device has been, or will be, returned for evaluation. Per our instructions for use: rarely, displacement and ingestion of a nasal dressing may occur. Merocel sponge is non-toxic and is considered safe to pass once it is completely in the alimentary tract. Tape any locator strings to cheek. Insert suture to distal end of dressing as a locator string if not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.